Event description:
It was reported that during a scheduled follow-up, progressive threshold rise was detected on programmer telemetry. The device was removed from service. No patient complications have been reported as a result of this event.